Manufacturer narrative:
A technical analysis of the colonic ftrd set could not be performed since the device was discarded. Therefore, the evaluation of this case is based on the available information given by the user (physician) as well as on the provided endoscopic images and pictures of the device after use. Besides, device master records (dmr) of the lot in question were reviewed. According to the information available, the perforation was caused due to a use sequence mistake, meaning that tissue resection was performed prior to clip application. The perforation was treated immediately afterwards using endoscopic clips. However, surgical treatment was required the following day. The picture of the device (clip still mounted on the cap, apparently directly after use) does not show technical abnormalities. The clip is in place but not in an abnormal position. At this stage of deployment, the clip and the white application ring must have still been visible endoscopically at the cap. The forces to overcome for clip deployment can vary, depending on the position of the scope and other factors. Thus, visual verification of ring advancement is essential. In summary, there is no indication of a technical failure of the device. None of the dmrs showed any deviation. The colonic ftrd was manufactured according to its specifications and a manufacturing error can therefore be excluded. The potential risk of a use sequence mistake is known to us and has been thoroughly evaluated and addressed as part of ovesco's risk management. For example, the risk of causing a perforation is indicated in the instructions for use. Moreover, it is addressed in user trainings we perform. It is the user's responsibility to always verify a successful clip application before resecting the target tissue. In conclusion, the determined root cause is an unintentional use error.

Event description:
A colonic ftrd set (manufacturer ovesco endoscopy ag) was used during an endoscopic intervention at the appendiceal orifice to perform an endoscopic full thickness resection (eftr). The endoscopic clip of the device was inadvertently not deployed before tissue resection. Clip deployment is visible through the transparent cap and IFU recommends verification before proceeding. The user (physician) assumed that the clip of the colonic ftrd set in question had been successfully applied and hence, proceeded to perform the full thickness resection. However, clip application was not verified by the user beforehand. It was not until after tissue resection that it was discovered that the clip was still sitting on the cap of the device. In consequence, a perforation was caused, which was closed directly afterwards using endoscopic clips. However, the patient was sent to surgery the following day since CT scan showed a small leak at the perforation site.